Event description:
The manufacturer received information alleging a ventilator inoperative displayed while performing the run-in on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, dsp motor failure, was observed on the device's error log. The service technician evaluated and determined the blower had caused the ventilator inoperative to display on the device. The blower was replaced on the device; however, it did not resolve the issue for this device. The service technician re-evaluated the device and determined the system/central processing unit (cpu) board had caused the issue to occur on the device. In conclusion, the device's system/cpu board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the o-ring for the handle and rubber feet were replaced due to these parts were missing from the device. This was unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of the system/central processing unit board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.